Manufacturer narrative:
The photographs for the device at the site showing the site of the reported leakage were examined in the firms? Engineering department under magnification. The appearance of the connection indicated an incomplete solvent bond. In conclusion, the reported discrepancy might have been caused by an incorrect tubing insertion or solvent dispensing error by an operator. Subsequent receipt of the physical device involved confirmed these conclusions drawn from the photographs. A review of the device history record revealed that the 50 samples functionally tested by qa all exceeded specifications (during functional tests leaks on bonded joints, bags or tubes can be detected). In order to reinforce operation of solvent bonding assembly, operators working on the stem cell assembly line involved in the manufacturing of this lot were informed about the deviation reported and re-trained on correct solvent bonding verification (full stop). As a preventive action, an instruction will be added to the current visual aid to show in detail how to verify appearance of the 2? Tubing at the interface between it and the female luer adapter. Summary: the reported leak was confirmed. It appears to be an isolated instance for the manufacturing lot involved. The proximate cause was manufacturing operator error. A preventative action will be implemented. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The photographs for the device at the site showing the site of the reported leakage were examined in the firms? Engineering department under magnification. The appearance of the connection indicated an incomplete solvent bond. In conclusion, the reported discrepancy might have been caused by an incorrect tubing insertion or solvent dispensing error by an operator. Subsequent receipt of the physical device involved confirmed these conclusions drawn from the photographs. A review of the device history record revealed that the 50 samples functionally tested by qa all exceeded specifications (during functional tests leaks on bonded joints, bags or tubes can be detected). In order to reinforce operation of solvent bonding assembly, operators working on the stem cell assembly line involved in the manufacturing of this lot were informed about the deviation reported and re-trained on correct solvent bonding verification (full stop). As a preventive action, an instruction will be added to the current visual aid (win-tj-793-11) to show in detail how to verify appearance of the 2? Tubing at the interface between it and the female luer adapter. Summary: the reported leak was confirmed. It appears to be an isolated instance for the manufacturing lot involved. The proximate case was manufacturing operator error. A preventative action will be implemented. Unless substantially significant information becomes available, this constitutes a final report in order to reinforce operation of solvent bonding assembly, operators working on the stem cell assembly line involved in the manufacturing of this lot were informed about deviation reported and re-trained on correct solvent bonding verification as a preventive action, an instruction will be added to the current visual aid (win-tj-793-11) to show in detail how to verify appearance of the 2? Tubing at the interface between it and the female lure adapter. Summary: the reported leak was confirmed. It appears to be an isolated instance for the manufacturing lot involved. The proximate case was manufacturing operator error. A preventative action will be implemented.

Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during the processing of previously collected cord blood, using the device (a cord blood processing/freezing bag set), a leak was observed at the fitting through which dmso is added to the cord blood being processed. The leak appeared to emanate from the butterfly-shaped area where the luer lock fitting meets with the tubing. This happened when the lab technician added the dmso (reagent) into the bag using a 10 ml syringe. The reporter replicated the leak in the involved bag/set with a syringe containing water in the lab.